Event description:
It was reported when using the bd pyxis medstation system the fridge door was not opening. The customer reported that the user was pulling out heparin 250 medication the issue happened. The customer stated that the malfunction occured while dispensing medication and caused a delay to the patient. The user managed to get medication from another pharmacy. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the fridge was not opening. The field service engineer confirmed that the issue was resolved. The system functioned as intended after the customer resolved the issue.